Event description:
It was reported, the pt had discomfort at the ipg site due to the location on the belt line. It was reported, the pt had effective stimulation and there was no abnormality with the incision. The pt was to use lidoderm patches for the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.